Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the product/lot code combinations since their release to distribution. No additional event information or investigative inputs made available to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision required. No revision confirmed. Stem is loose and there is reported metal wear debris and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from (B)(6)'s. Revision required of pinnacle/corail implants. No revision confirmed. Stem is loose and there is reported metal wear debris and pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).